Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device e-drawer was not opening. A field service engineer (fse) worked with the customer and verified that the lock and key were functioning correctly. The fse reconnected the batteries on the unit, removed the tie straps related to the biometric identifier issues, and worked on the station that had water damage. The fse confirmed that components were replaced and verified the operation. The fse stated that the unit had water damage. The entire unit was damaged, and the customer initiated an insurance claim. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failure occurred and the e drawer failed to open. There were no delay or adverse events or injuries reported based on this event.